Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated that the insulin pump was exposed to moisture. The insulin pump had fluid under the screen. The customer stated the insulin pump was not dropped and there were no cracks in the insulin pump. The customer inserted the battery, cleared the power loss alarm but unable to hit the okay button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with corroded electronic assemblies, corroded battery tube, corroded motor home switch, cracked battery tube threads, pillowing keypad overlay and scratched case. The p-cap does lock properly.